Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, unit was received stuck in motor error loop during bolus delivery. Motor was tested outside of the device and it passed. Motor may have had an intermittent failure not detected during our testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.